Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy, the device tore between the flex ring and the solid ring. Another device was used to complete the case with no pt consequence.